Event description:
The device will not be returning.

Manufacturer narrative:
B5: updated with new information regarding the devices return status.

Event description:
Additional information was received that reports "the patient¿s family withdrew support and the device remained implanted. Currently waiting for a requested usb to return data logs."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was not determined due to insufficient clinical details. The cause of the low pump flow was not determined due to insufficient clinical details, no data logs available, and no product returned.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown, and the clinical state prior to initiation of support was unknown. During the course of support, the patient was noted to have multiple episodes of movement throughout the day. The nurse reported st depression and chest pain. The patient was subsequently intubated for airway protection. Following intubation, continuous suction with decoupled waveforms was observed. Cardiology repositioned the device under echocardiographic guidance with adjustment of the performance level. Suction persisted despite repositioning and improved after volume administration. The reported positioning issue was identified as shallow positioning. Per physician assessment, there was concern for possible thrombus due to persistent suction and decoupled waveforms despite repositioning; however, it was noted by the healthcare professional that the findings were more consistent with volume depletion. Care was later withdrawn, and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, ongoing hemodynamic instability requiring intubation, and evidence of myocardial ischemia (st depression and chest pain).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.